Event description:
It was reported that the procedure was to treat a heavily tortuous superficial femoral artery. A 6.0 x 40 mm absolute pro was being advanced using a radial approach through a very tortuous anatomy when resistance was met and the distal shaft broke just proximal to the stent holder. The device did not separate and was removed from the anatomy without resistance. A 5 x 40 acculink ii was the advanced when it met resistance and the shaft separated. The proximal portion was removed with resistance. The distal portion was successfully removed using a snare device. The procedure was completed successfully using a new device with an antegrade approach. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the rx acculink carotid stent system instructions for use (IFU) states: the rx acculink carotid stent system, used in conjunction with the abbott vascular embolic protection system, is indicated for the treatment of patients at high and standard risk for adverse events from carotid endarterectomy who require carotid revascularization. Based on the information reviewed, there is no indication of a product deficiency. The 6.0 x 40mm absolute pro stent system is being filed under a separate manufacturing report number.